Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 0.9 mmol/l. It was stated that prior to the event, the customer changed the infusion set in the early morning and by the time she woke up, all of the insulin in the reservoir had been delivered. It was stated that the customer was not connected to the infusion set during the manual prime. It was also stated that the insulin pump alarmed "no delivery". Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.